Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) reported on (B)(6) 2015 that they had poor communication, not being able to communicate using the patient programmer or recharger. The last successful recharge session had been 3 weeks prior because the patient had been changing jobs and was busy. No patient symptoms were reported. Follow up has been initiated to obtain mitigation effort details, and a supplemental report will be submitted if additional information is received.